Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The report was confirmed with the four pictures provided. One picture is a photo of a letter from the physician involved. A second picture is a photo of the product label for the device involved in the occurrence, which matches the information in the report. Two more pictures are photos of x-rays depicting the ssr device inside the patient with a wire guide through it. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photos provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the user dilated with the stent retriever. Use of the device for dilation/cannulation is against the intended use and is the most likely cause for the reported observation. The intended use states, "this device is used to remove stents from the biliary and pancreatic ducts while maintaining wire guide placement. Notes: do not use this device for any purpose other than stated intended use." Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the soehendra stent retriever was used off-label, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a soehendra stent retriever. The doctor used a wire guide to dilate the biliary anastomosis stricture. Other than the wire guide, no product has passed from the strictured area. The doctor decided to use the soehendra stent retriever (ssr-10) to dilate the related area. The ssr-10 passed from the stricture, but they could not pull the product out from the anastomosis stricture at the papillary level despite use of a wire guide. The physician decided to remove the outer catheter and sent a basket to catch the soehendra from the stuck area, but they failed. The patient was then transferred to open surgery. The physician has performed the case and removed the soehendra. The entire device remained inside the patient¿s body initially due to being stuck on the patient's biliary stenosis. The patient required surgery to remove the device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the report was confirmed with the four pictures provided. One picture is of a letter from the physician involved. A second picture is of the product label for the device involved in the occurrence, which matches the information in the report. Two more pictures are of x-rays depicting the ssr device inside the patient with a wire guide through it. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photos provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the user dilated with the stent retriever. Use of the device for dilation/cannulation is against the intended use and is the most likely cause for the reported observation. The intended use states, "this device is used to remove stents from the biliary and pancreatic ducts while maintaining wire guide placement. Notes: do not use this device for any purpose other than stated intended use." The instructions for use contains the following warning "this device is not intended for dilation, as this could result in pancreatitis, perforation, or tissue inflammation." Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.